Manufacturer narrative:
H10: manufacturing review:a device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, seven years and two months of post-deployment, computed tomography of the abdomen and pelvis with contrast showed the filter with penetration of the abdominal aorta by one of the legs of the device. Around, eight days later, computed tomography of the abdomen and pelvis with contrast revealed one of the struts of the filter again penetrates into the midportion of the aorta. The inferior vena cava was collapsed below the level of the filter compatible with occlusion. Eventually, one year four months later, computed tomography of the abdomen without contrast revealed the filter appeared to be intact with no evidence of any leg or other component fracture or embolization anywhere in the abdomen. There was a penetration of all of the filter legs through the caval wall, and one of the filter legs actually extended through the right lateral wall of the aorta with the tip of the leg position centrally within the aortic lumen at about the level of the inferior mesenteric artery. The inferior vena cava was normal in caliber above the filter in the apex of the filter was below the renal vein level, however, at and below the filter, the cava was markedly constricted down in size suggested either occlusion or very severe stenosis. Subsequently, one month and twenty-seven days later, the patient presented for filter removal, access was obtained at the right internal jugular vein. A microsheath was introduced. A starter wire was brought down to the level of the vena cava. This was a permanent filter, so a loop snare was created around its neck to retrieve it. An 18-french sheath was introduced over a stiff wire. The sheath was brought down to the level of the filter. Using an omni flush catheter, a loop was created around the filter and the wire was snared out of the sheath. At this point, started to pull the filter that seemed to be well incorporated within the thrombus that had most probably turned to a scar. The filter dislodged from the infra renal portion, but again, it would not enter the sheath as it could not be aligned with the lumen of the sheath. Decided to change the sheath and used a stiffer wire, the filter was unlooped. Introduced again an 18-french sheath and looped around the filter a stiff glidewire. The filter was now in the intrahepatic/suprarenal portion of the vena cava. Again, created a loop using a stiff glidewire. The wire was snared out of the sheath and started to pull the loop to bring the filter into the sheath. Following multiple attempts, the filter was aligned and introduced into the sheath and pulled the sheath with the filter out. The sheath came out with the filter after introduced a buddy wire down to the vena cava. Removed the sheath, the filter was inside the sheath and its distal tines were protruded out of the sheath with a piece of tissue approximately 2 cm long. These appeared to be the intima of the vena cava along with some chronic thrombotic material. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and retrieval difficulties.based on the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, pulmonary embolism and trauma with expected long-term immobility. Approximately seven years and two months, post filter deployment, it was alleged that the filter struts perforated. The device was removed percutaneously after multiple attempts. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review will not be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, pulmonary embolism and trauma with expected long-term immobility. Approximately seven years and two months, post filter deployment, it was alleged that the filter struts perforated. The device was removed percutaneously after multiple attempts. The current status of the patient is unknown.